Event description:
It was reported that wake button became detached from the pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, no additional information was obtained, and customer was out of warranty and in process of obtaining new device.